Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate erratic was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k073231.

Manufacturer narrative:
Follow-up #1 (07/28/2011) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint were tested and on performance testing with control solution the results were found to fall above the labeled range. High readings can be due to a number reasons examples being exposure of the test strips to moisture and incorrect label information. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.